Event description:
Reporter indicated that a (B) (4) handheld computer's screen was freezing at the interrogation screen. Troubleshooting did not resolve the issue. A replacement handheld was sent to the site, and the old one has been returned to the manufacturer for analysis.